Event description:
It was reported that a pt underwent an ablation procedure to treat abnormal uterine bleeding. The pt was noted to have an acutely retroverted uterus which sounded to 9cm. During priming the pressure was reduced to -175cm h2o. The physician used 32cc of fluid in inflating the balloon. The pre-heat cycle lasted 2.5 minutes. The first catheter, the physician noted frequent fluctuations in balloon pressure during the treatment cycle. The device shut-off with a pressure error (pressure = 210) at 7min 35 sec. The fluid and catheter were removed uneventfully after a cool-down period of 30 secs. The monitor showed 70-75 degrees celsius upon removal of the catheter. The labia appeared normal at this point. The physician hysteroscoped the pt and observed that only the anterior uterine wall appeared to have the "seared" appearance that he was accustomed to seeing upon post-procedure hysteroscopy. The physician proceeded through a second cycle with a second catheter. The priming was unventful with a pressure of -175cm h2o obtained prior to insertion of the device. The physician used 33cc of fluid to inflate the balloon. The heating cycle was 3.5 minutes. The physician stood up and held the catheter at a higher angle than with the previous catheter. The catheter was in contact with the right labium during the treatment. The catheter was not bent nor put under undue torque. The treatment cycle was uneventful. The fluid and catheter were removed uneventfully after a cool-down period of 30 sec. The catheter was held in a horizontal position, not in contact with any tissue, during removal. The monitor showed 70-75 degrees celsius upon removal of the catheter. The catheter and balloon were warm to the touch. As he was removing the catheter, physician noted the presence of a "pencil-line" second-degree burn on the right labium minora. The burn was approx 1 inch in length. The burn was treated topically with silvadyne ointment and the pt released. The physician indicates that he believes contact of the labium with the catheter occurred during the case was responsible in part for the burn and that the portion of the catheter was obligated by the acute retroversion of the uterus.